Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the power was intermittent during evaluation when using new batteries. There is no visible damage to the alarm. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries. No signs of any physical damage to the alarm case. There was no patient injury reported. Inspection of the returned product found that the alarm has intermittent power.